Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed the device was in good condition with no appearance of any physical damaged. During syringe testing, check and test force sensor testing, the reported problem could not be duplicated. Unable to duplicate the force sensor test error at power up and all the reading of force sensor within the required specs. The root cause of the reported issue was found to be the customer manipulated the pump during its self-test by entering the biomed code 2580. The customer was able to clear the force sensor test error. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a syringe failure. No patient injury was reported.